Manufacturer narrative:
No product is being returned for evaluation but lot # is provided. A device history report is to be reviewed by engineering. A follow up report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Thrombectomy of an aorta and profunda - "catheter broke in vessel during treatment with very little pressure and the correct amount of inflation fluid being used." Patient status - "no adverse events reported. No patient injury."

Manufacturer narrative:
Investigation summary: the incident product was not returned for evaluation. In the absence of the subject device, it is difficult to determine the root cause of the incident. A review of the manufacturing records for this lot confirmed that the product passed all manufacturing and quality inspections. All catheters undergo 100% visual inspection and leak testing during production. Similar reports have shown that this type of failure can occur when the balloon is over-inflated or inflated and pulled with a force that exceeds the material strength of the balloon. The instructions for use (IFU) cautions the user that "balloon degradation and rupture may result from deposits within the vessel, excessive handling, or exposure to adverse environmental conditions." Although the exact root cause of the event could not be determined, applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary. Additional information requested and received in accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then the supplemental report will be submitted to the FDA.